Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. A 5.0mmx40mmx40cm sterling balloon catheter was used to pre dilate the target lesion located in an unspecified vessel. Upon inflation at approximately 12 atmospheres, balloon ruptured. The balloon was removed intact from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.